Manufacturer narrative:
Based on the current information provided, the cause of malformed staples is unknown. The sureform 60 instrument was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) did not replicate nor confirm the customer reported complaint. Though initialization failure was not reported by the customer, the instrument was found to have hi drivetrain friction failures during initialization based on log review, as well as during in-house testing. When first placed on an in-house system, the instrument failed initialization. Upon inspection, the I-beam was manually driven out and was found with lodged staples in the I-beam indicator window, likely causing the hi drivetrain friction failures during initialization. The staples were removed from the I-beam window and the stapler was retested. During the second installation, the instrument passed initialization and engagement tests, moved intuitively with full range of motion in all directions, the jaws open and closed properly and the instrument clamped, fired, and unclamped successfully twice. No firing failures were observed during log review. Common cause of this failure is attributed to a component failure. Advanced stapler logs show the first instrument was installed 7 times and fired 3 reloads (1 black followed by 2 green). All firings were completed per the logs with multiple pauses for compression and there were no incomplete clamps. Installations 4 ¿ 7 resulted in initialization failures. The second instrument was installed once and fired 1 reload (green). Firing was completed per the logs with multiple pauses for compression and there were no incomplete clamps. A system log review did not reveal any system errors that would have caused or contributed to the reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was initially reported that during a da vinci assisted sleeve gastrectomy, the sureform 60 instrument failed to completely form staples during the fourth firing which resulted in an incomplete staple line. Buttress material was being used and the customer reports no errors occurred. Follow up with the physician's assistant (pa) and surgeon, through a certified surgical technician (cst), the following information was clarified or obtained: the first three fires were fine, and it was during the fourth fire that there was any bunching of the buttress material, which was at the very end of the load with no issue. There was no incomplete staple line; after reviewing the staple line visually & preforming a leak test with indocyanine green (icg), no revision or sewing over was needed. Malformed staples were noted further out from the stapler jaw in the first row of staples closest to the blade line and they were left in place. Most of the malformed staples were contained in the excess seamguard along with some loose staples that fell. The excess seamguard was removed. There was no tissue being pushed forward or dragged, unexpected opening /releasing during the firing process or unexpected deployment of staples. The estimated blood loss for the entire procedure was 10 ml. A back-up stapler was used, and the procedure was completed robotically. There are no concerns regarding the patient's continued recovery and weight loss.